Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade unknown. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side capsular contracture, baker grade unknown, described as "hard as rock" and pain / soreness. Patient is experiencing "hot scar tissue, under arm," "feels like ther's a lump/scar," and "when I breathe, it's like a shallow breathing, almost like the capsule has created a restriction." The device remains implanted.